Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with vaginal hysterectomy, modified bilateral sacrospinous fixation, vaginal extracorporal fixation, uterosacral fixation, and cystoscopy with calibration. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding and vaginal scarring. It was also reported that patient underwent mesh revision/removal on (B)(6) 2007 due to erosion and excision of exposed vaginal mesh and revision of vagina on (B)(6) 2009 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent a colposcopy and biopsy vulva, laser ablation of vulva multiple sites, colposcopy and biopsy vagina on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent partial vaginectomy with excision of vaginal apex mesh and scar on (B)(6) 2012 by dr. (B)(6) at (B)(6) medical center.

Event description:
It was reported that the patient underwent partial vaginectomy with excision of vaginal apex mesh and scar on (B)(6) 2012 by dr. (B)(6) at (B)(6) medical center.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dysplasia, vaginitis, and nocturia.

Event description:
It was reported that following insertion the patient experienced vaginal dysplasia, vaginitis, and nocturia.